Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was loss of capture and failure to sense noted on the right atrial (ra) lead. No intervention was performed to resolve the event and the patient was in stable condition and will continue to be monitored.